Event description:
It was reported there was insulation degradation on rv lead in pocket location. Lead was removed via laser extraction. There were no complications during or after surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Insulation degradation was noted at 11.7cm from the connector pin. The silicone insulation was intact at this location.